Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine generator change-out, externalized conductors were observed. No electrical anomalies were detected. The physician elected to keep the lead active and use it with the new device. The patient was fine.